Event description:
A malfunction alarm labeled as "malf 24" was reported, and there were no notable preceding events. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. A replacement pump with updated software was sent to the customer, who will use a backup therapy to maintain insulin delivery. Instructions for the replacement and the return of the faulty pump were provided, and all steps were understood and acknowledged by the customer.